Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) ¿ drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip procedure, while reaming for the femoral stem, a femoral fracture occurred. Required placement of cerclage wire. Attempts have been made and no further information has been provided.